Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The original awareness date is (B)(6) 2012. Additional information was received on (B)(6) 2013. The device was returned for a manufacturing evaluation. The received condition was noted as used, with multiple signs of minor wear or damage from the field. The wear damage was in the form of scratches. The case lid had a minor stain on the top surface and the case lid silkscreen graphics were intact with no degradation. Also, there was tape residue from the sterilization process. The edges of the case lid exhibited minor gouging from normal processing. The underside of the case lid had minor scratching or gouging in the 2 areas located near the cutouts or features that are in constant contact with the case base. The case base assembly and all associated components including all graphics and nylon coated surfaces were intact and in slightly used but undamaged condition. Based on the print release date, (B)(4) 2010, this unit could have been in the field for up to 3 years. There is no evidence of nylon cracking or peeling as reported; therefore, this complaint is invalid from a manufacturing perspective.

Event description:
It was reported that two new graphics cases are bubbling during sterilization. The cases are cracking, peeling and are not holding up during sterilization. There is no adverse event to the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.